Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment" which states "[inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a connection error. This occurred during reprocessing for a therapeutic procedure. The intended procedure was not completed, and there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's complaint was not confirmed. However, investigation found the following: loss of water tightness due to peeling adhesive between the objective lens and the distal end, the inability to firmly fix the bending section due to a forceps elevator damage, a crack on the video connector, a scratch on the control unit, the grip, the angulation lever, the upward/downward plate, switch#1, the right/left plate, the light guide cover glass, the light guide connector, the video connector case, and the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.